Manufacturer narrative:
The insulin pump was received with frozen screen and a constant watchdog alarm; the problem was isolated to the lcd board. The unit was unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test,prime/compromised force sensor system test, excessive no delivery test and displacement test or verify program alarm anomaly, signal too low, unexpected restart error or no delivery alarms due to frozen screens. The following physical damage was noted: minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart error. The patient's blood glucose at the time of incident was 200 mg/dl. During troubleshooting the customer confirmed that the unexpected restart error alarm was recurring during normal use. The alarms had been occurring for the past month. The insulin pump was returned for analysis.